Event description:
Customer reported one of the needles was sticking up through the drum of her fastclix drum and she had an accidental stick while she was trying to insert the drum into the device. She required no third-party intervention for the accidental stick. She advised that she thinks the lancet fell out onto the floor. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.